Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported suction was lost at 42% completion during a lasik flap procedure of the right eye. Reporter indicated two attempts had been made to obtain suction and on the third attempt suction was obtained. After suction loss occurred, the patient was moved to another femtosecond laser and the procedure was completed. Reporter has indicated no adverse effects for the patient.